Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the reprocessor filter was not replaced since last year. The issue occurred during service maintenance. There are no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1, h6, h11. The device was not returned to olympus for evaluation. Based on the results of the investigation, it is possible that the user did not pursue the instruction manual and had insufficient knowledge of the equipment. However, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.